Manufacturer narrative:
Insulin pump was unable to prime during prime/compromised force sensor system test due to faulty force sensor resistor. Insulin pump passed idle current test, run current test, self-test, off no power test, unexpected restart error test, basic occlusion test, displacement test, and rewind. Unable to perform occlusion test, no delivery test due to prime anomaly. No check setting alarm or reprogram alarm anomaly noted. Insulin pump was received with minor scratched display window, cracked battery tube threads, cracked reservoir tube lip. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump alarmed check settings. Customer's blood glucose level was 403 mg/dl. The customer was advised that the device would be replaced and agreed to return the product for analysis.